Event description:
The affiliate stated the customer reported ongoing aspiration errors and the instrument would not sample correctly involving the coulter lh 780 hematology analyzer. No erroneous patient results were generated as the customer did not analyze patient samples until the issue had been resolved. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the blood sampling valve (bsv) was ridged and difficult to move laterally. The fse replaced the bsv housing assembly and aligned the bsv shaft resolving the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the blood sampling valve (bsv) is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).